Manufacturer narrative:
(B)(4). Explant of intraocular lens.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 05/21/2014. The explanted lens was returned to amo's manufacturing site for investigation. Visual inspection showed that the lens is cut in two (2) pieces, most probably to make explant possible. Visual inspection using a microscope at 12x magnification showed the lens identified as tecnis toric acrylic 1-piece intraocular lens because of the presence of marking holes. The lens optic was damaged and scratches were present. Considering the condition of the returned lens sample, additional analysis was not possible. Visual inspection of the return sample is damaged, most probably to make explant possible. Considering the condition of the lens additional analysis was not possible. The complaint cannot be confirmed. Based on the manufacturing record review and historical review no non-conformances are expected. The information, although limited, does not indicate any relationship with the design or manufacture of the intraocular lens. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
We received a report that an intraocular lens (iol) was explanted from the patient''s right eye. There was no incision enlargement or vitrectomy performed. The report noted the iol was wrong diopter for the patient.